Event description:
It was reported that sheath was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During a recapture of the closure device, the was sheath was noted to be kinked. The procedure was completed with a new device. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) was returned, and the reported kink was confirmed. The device was visually and microscopically examined. Visual inspection of the device revealed numerous kinks in the sheath. Microscopic examination revealed no other damage or defect. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that sheath was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During a recapture of the closure device, the was sheath was noted to be kinked. The procedure was completed with a new device. There were no patient complications or consequences that occurred as a result of this event.